Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the ventilator inoperative condition. Although the se was not able to duplicate the customer reported issue, the se did replace the graphic user interface (gui) printed circuit board (pcb) due to presence of error codes. The ventilator passed all self-testing.

Event description:
Report received that, during patient use, the ventilator alarmed and became inoperable. No harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected.if information is provided in the future, a supplemental report will be issued.